Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology is aortic neck dilatation due to disease progression, 30 degree angulation of the aortic neck. It was reported that 45 months post stent graft implant the CT demonstrated that there is a type I and a type ii endoleak feeding the aneurysm sac. The physician believes that it may be possible that at the time of implant the stent graft may have been placed low because the aortic neck was short. The pt will be monitored. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval: results: (aortic neck dilatation due to disease progression and type ii endoleak), (endoleak). Eval: conclusion: (aortic neck dilatation due to disease progression and type ii endoleak). Secondary intervention.